Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred and the user was unable to clear the alarm. Reportedly, the user took the pump into the shower. The user's blood glucose level was 169 mg/dl. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.